Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leak noted on the delphian pump at 1800 rpm. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 16, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected, and there were crack type of anomalies along the weld of the pump on the complaints sample. The barbed ports were also visually inspected for damage, to ensure no issues with tubing connections, and no damage was noted on the inlet or outlet port of the sample. It was then pressurized to 20 psi (pounds per square inch) with air, submerged in a water bath for a minute to ensure no leaks. It was found to leak at roughly 5 psi. A retention sample from the same product code and lot number was evaluated the same way. No leaks were observed. The presence of cracks in the top housing were confirmed, as well as the slow leak from the unit during use. Centrifugal pumps are 100% leak tested and visually inspected in process. The cracked were likely caused during the welding of the two housings; however, the leak of the pump was so small and slow, that it was not caught during the leak testing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.